Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated five target lesions. Target lesion one was a de novo, moderately calcified, mildly tortuous, distal rca (right coronary artery) lesion measuring 2.25x20mm with 75% stenosis. Target lesion one was treated with direct stenting using a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, proximal rca lesion measuring 2.5x20mm with 75% stenosis. Target lesion two was treated with direct stenting using a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a de novo, mildly calcified, mildly tortuous, proximal circumflex lesion measuring 2.25x20mm with 75% stenosis. Target lesion three was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a de novo, severely calcified, moderately tortuous, proximal to mid lad (left anterior descending) lesion measuring 2.25x20mm with 90% stenosis. Target lesion four was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. The investigator reported balloon withdrawal resistance of the taxus liberte stent delivery balloon due to the severe vessel calcification. Target lesion five was a de novo, mildly tortuous, 2nd diagonal lesion measuring 2.0x10mm with 75% stenosis. Target lesion five was treated with predilation and placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.